Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the garment was rubbing against the skin and caused bleeding. The patient reported having a double mastectomy and the garment slides up. The patient first used rubbing alcohol for the irritation. The patient's doctor prescribed a water-based lotion or salve and the irritation improved. Supplemental report (B)(6) 2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the garment was rubbing against the skin and caused bleeding. The patient reported having a double mastectomy and the garment slides up. The patient first used rubbing alcohol for the irritation. The patient's doctor prescribed a water-based lotion or salve and the irritation improved.